Event description:
Patient's contacted dexcom technical support on 07/05/2015, to report that on (B)(6) 2015, the fourth day of sensor use, the patient's receiver displayed a system check passed and all data for the last 24 hours was missing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was attempted but could not be performed because the universal serial bus (usb) has no communication with the personal computer (pc). Therefore, receiver logs were unable to be obtained for download. The receiver cause was opened for further evaluation. An interior inspection was performed and found that the usb connector is defective. The reported event of missing data could not be confirmed because the device was received in a condition making evaluation incomplete. A root cause could not be determined.

Manufacturer narrative:
(B)(4).